Event description:
The customer reported that during a liver transplant, the device closed and would no longer open. The device was removed in an unspecified manner with minimal blood loss. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.